Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include concomitant bevacizumab (carries a black box warning for wound complications. Source: bevacizumab prescribing information), concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. The patient's death was unrelated to optune gio therapy.

Event description:
A 52-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During the review of patient medical records received on december 23, 2025, it was identified that the patient experienced a wound-healing disorder and was treated with an unspecified local antiseptic and oral clindamycin. Surgical intervention was not pursued at that time. Bevacizumab was discontinued due to the wound-healing disorder. The patient had a prior history of wound-healing complications on (B)(6) 2025. The event was reported during a follow-up visit with the treating physician on (B)(6) 2025, and an additional appointment was scheduled for the following week due to the ongoing wound-healing concerns. On (B)(6) 2025, the patient's spouse informed novocure that the patient died on (B)(6) 2025. The cause of death is unknown. On (B)(6) 2026, the patient's healthcare provider (hcp) informed novocure that there was no connection between the wound complication and optune gio therapy.